Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by getinge fst during pm that the cs300 intra aortic balloon pump (iabp) malfunctioned. System failure during boot up. There was no patient involved.